Manufacturer narrative:
Correction: on initial MDR the product code should have been a0502 instead of a0414. Lens received wrapped in medical gauze in a plastic container. Solution is dried on the iol (intraocular lens). Both haptics are intact. The optic is torn/split-cut dividing the iol in two and is and scratched/marked-rejectable. There is a small crack at the edge of the optic. We are unable to determine the root cause for the reported complaint lens fractured. The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery they had noticed that the lens was fractured, therefore removed during initial procedure. Additional information has received it states that the lens split during insertion through handpiece (split located on lens periphery) and increased main incision to explant intraocular lens (iol) during initial surgery and procedure was completed by using back up iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).